Event description:
It was reported that while this patient was hospitalized for unknown reason, they received an inappropriate shock as a result of oversensing noise signals. The patient underwent a chest x-ray as well as further review of the inappropriate shock electrograms (egms). Isometrics were performed and unable to replicate the noise. The physician suspected that the cause of the noise signals was due to seal plug connection issue between the device and electrode. Subsequently, additional intervention was performed. The electrode was successfully repositioned. The device electrode connection was tested with no visible seal plug damage reported. The physician opted to continue to use the existing device and lead system. A successful defibrillation threshold (dft) test was performed. No additional adverse patient effects were reported.